Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analysis of the instrument and instrument data the fse determined that the discordant sodium result was due to the integrated multisensor technology (imt) port valve remaining in a fixed position. The fse replaced the imt port valve, changed the tubing and rotary valve seal, primed and calibrated the imt. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant sodium (na) result was obtained on an dimension exl 200 instrument. It is unknown if the initial result was reported to the physician. The sample was retested in duplicate and the corrected result was reported. There are no known reports of patient intervention or adverse health consequences due to the discordant sodium result.